Event description:
Customer alleged discrepant blood glucose results of 245 mg/dl, 104 mg/dl, and 102 mg/dl when testing was performed back-to-back, within 3 minutes, on the compact system. Customer stated she had no symptoms with these results. Customer took no treatment/action based on results. No adverse event was reported. A request was made for the return of the suspect device and replacement prod was sent.